Manufacturer narrative:
Device not yet received for evaluation. A follow up report will be submitted following the completion of the device evaluation.

Event description:
Baxter (B)(4) reports six broken fibers noted at the onset of the pt treatments. The dialyzers were reportedly reused three times prior to these events. No pt injury or medical intervention is associated with these incidents.